Event description:
Patient reported lap-band tubing running from port has separated into two pieces." The device remains implanted and surgery has not been scheduled. Healthcare professional has not confirmed the reported event.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."